Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient quit charging their ipg due to recharge burden therefore the ipg became inoperable. Surgical intervention took place to explant and replace the device.

Manufacturer narrative:
(B)(4).